Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that all pieces were returned. The provisional has a fracture on the medial side of the post. Device history record was reviewed and no discrepancies were found. Received complaint description indicate surgeon impacted the poly to put the provisional in place. However, the persona surgical technique instructs that gentle manual pressure should be applied without impacting the construct with either a mallet or hand. Closely following this technique tip should decrease the risk of any construct failures. From provided information root cause can be considered as user error and misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02170. (B)(4).

Event description:
It was reported that while conducting a left total knee arthroplasty, a piece of the tibial articular surface provisional fractured during the trialing process. The surgeon impacted the poly trial construct and handle with a mallet to get it to seat all the way down in the knee, and this is when it broke. The surgeon also reported the femoral impactor fractured during impaction of the femur trial. No adverse events have been reported as a result of the malfunction.